Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported smoke emitted from the back of an atellica ch 930 analyzer after it produced temperature errors. The customer indicated that the air conditioning in the laboratory went off and the laboratory temperature was almost 90 degrees fahrenheit. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse did not observe any smoke and did not observe any component which would have produced smoke. The cse replaced the vacuum pump left zone fans and thermistor to address the thermal errors. An autocheck was performed successfully and the customer ran quality controls (qc), which recovered in ranges. There have been no additional reports of smoke since the service visit. The atellica solution is manufactured to comply with both tuv (technischer überwachungsverein, technical inspection association) and international electrotechnical commission (iec) standards for safety. Electrical components may produce a burning smell upon failure without risk of fire. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that smoke emitted from the back of an atellica ch 930 analyzer after their facility¿s air conditioning went offline. The analyzer produced temperature errors and stopped. There were no visible flames nor injuries due to the smoke. The customer had a backup system and was able to process samples without delay. There are no known reports of adverse health consequences due to this event.